Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported gastrointestinal bleeding (gib) cannot be conclusively determined through this investigation. Low flow alarms were confirmed via the evaluation of the submitted log file data; however, a specific cause for the change in pump parameters cannot be conclusively determined through this investigation. The controller event log file contained data spanning from 08jul2020 at 20:17:03 to 09jul2020 at 09:22:52, per the timestamp. Intermittent low flow events were captured throughout the log file, beginning on (B)(6) 2020 at 20:17:05, when the estimated pump flow was calculated to be below the low flow software version 1.5.2 threshold of 2.0lpm. A total of 21 low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were recorded, and the pump appeared to have been operating as intended. The patient was admitted on (B)(6) 2020 due to suspected gib and low flow alarms. The gib was later confirmed and resolved, along with the low flow alarms, with blood transfusion. The patient was discharged home in stable condition and was to follow-up with the outpatient clinic in 2 weeks. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended international normalized ratio values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This document also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. The IFU describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted for gastrointestinal bleeding with low flow alarms. Low flow alarms resolved with fluid resuscitation (blood transfusion). Patient was stable. No diagnostic tests were performed and the patient was discharged home. Log file analysis captured several low flow events throughout. These occur at times when pi is elevated. There do not appear to be any type of mcs equipment issues causing these events. The low flow events seem to be a patient related issue and not an equipment related issue. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended.